Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned provisional identified signs of repeated use and both ball bearings and springs were disassembled. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that prior to knee arthroplasty, the surgeon identified that the ball bearings were missing from the tibial articular surface provisional shim. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in canada. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.